Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not getting power. The motor failed and the power cable was kinked (no exposed wires). The motor, switch, reciprocating arm, plug harness assembly, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that power on at power supply but nil power through hand piece, kinked wires. Event occurred during surgery; the start of the surgery was delayed; no harm to the patient. No impact to the graft. No additional information is indicated. Investigation showed low rpm's. No adverse event was reported as a result of this malfunction.